Event description:
The initial reporter stated that the pump did not alarm down occlusion as expected. They stated that it failed to alarm. Mmd did follow up with the initial reporter who stated that no patient had been involved and that the complaint had occurred during testing. [Complaint (B)(4)].

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, the strain beams had failed, causing the down occlusion to fail. The pump was serviced to correct the issue.